Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient was implanted on (B)(6) 2017. Patient stated she was told to keep the device on but her patient programmer (pp) kept shutting off and she was not getting any stim from it. It worked yesterday. Today when pp shut down, she felt no stim in her bladder. It was reviewed with patient that pp would always shut down if she does not press any buttons. It was review with patient that pp did not need to be on patient¿s body at all time. Patient was able to connect with implant during the call and confirmed implantable neurostimulator (ins) was on and patient was at 1.3v. Patient stated she feels stim now. The change in symptom was considered sudden. It was noted that troubleshooting resolve the report issue. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.